Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown number of clearlink system non-dehp solution sets disconnected from one-link non-dehp standard bore catheter extension sets. The reporter stated, ¿the line was primed with lipids, became disconnected from patient IV cath (intravenous catheter) and was leaking onto the floor after it was disconnected¿. As a result, the line was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual sample was received for evaluation. Visual inspection was performed which revealed that the male luer and the slide was missing. Upon further inspection, excess solvent on the tip of the tubing was identified. Dimensional testing was performed and no deviation was found. A functional testing was not performed for this complaint. The reported condition was verified as a separation of the tubing from the insertion component. The cause of the condition was due to an excess solvent being applied during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.